Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation cpu, cine bridge pcb were replaced. The hard drive was reformatted and system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.